Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been four other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that, during intraocular lens implant procedure, there was particles on the lens. The particle was removed from the lens when it was implanted into the eye. Additional information was requested.